Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep reprogrammed around the bad electrodes to see if the patient could get relief without stuttering. The rep stated the cause of the issues and the patient¿s weight was unknown. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing intermittent therapy. The patient reported that stimulation ¿stutters¿ some. For example, the patient may be standing up and turn his torso and stimulation will cut out. If the patient lays down, stimulation with ramp up and be very intense and then will go back to a normal level of stimulation. The patient was using 1, 2, 3, 4 and 9, 10, 11 in programming. Settings were at 2.5 v, 660 us and 60 hz. Troubleshooting with adaptive stim (as) were done, but positions and settings were showing appropriately. There was no known activity or event that prompted the issue. Per manufacturer representative, impedance measurements were inconsistently showing high impedances on some electrodes. Specifically, when measured at 0.7, #10 and 15 were showing > 10k. When looking at pairs with #15 as reference, 0,5,6,8,10,11, and 12 were showing as >10k while other electrodes were showing between 1700-2700 ohms. Impedance was remeasured at 3 v and electrode #10 was >40k and all other impedances were between 910 and 1375 ohms. Programming around the out of range combination was discussed. The representative would work with the patient to try reprogramming around high z. Reviewed that there appears to be intermittent opens on 10, 11 and 15 that are likely causing the stuttering of stimulation that the patient was experiencing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. The rep indicated that the previously provided information had been confirmed by the physician/account. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the cause of the sharp pain was assumed to be due to off impedances as when the contacts were avoided the sharp discomfort went away. The replacement resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative and it was reported that the patient was getting sharp stim a couple years ago. The patient was told that one of the leads had many contacts with off impedances. A couple of months ago they started getting a sharp sensation where the ins is. It was decided to replace the ins and lead that was not working. The replacement took place on (B)(6) 2020. No further complications were reported or are anticipated.